Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the power management board was bad. The stm then replaced the power management board and verified proper iabp calibration along with functional and safety tests. The iabp was then released back to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shuts off with high a beep sound. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.